Event description:
It was reported that during a coronary stenting procedure, stent damage occurred. The 90% stenotic, eccentric shaped lesion was located in the severely tortuous and severely calcified left circumflex artery. The physician predilated the lesion with an unspecified balloon and then advanced the 2.5x38mm promus element stent to the lesion but was unable to cross. During removal, the physician observed that the stent was elongated when attempting to pass through the 6fr guide catheter. The physician expanded the balloon with low pressure and successfully removed the device. The physician's attempt to cross the lesion with a non-bsc stent was unsuccessful and that stent also became elongated. The physician believes that the deformation of the stents was due to the severity of the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a coronary stenting procedure, stent damage occurred. The 90% stenotic, eccentric shaped lesion was located in the severely tortuous and severely calcified left circumflex artery. The physician predilated the lesion with an unspecified balloon and then advanced the 2.5x38mm promus element stent to the lesion but was unable to cross. During removal, the physician observed that the stent was elongated when attempting to pass through the 6fr guide catheter. The physician expanded the balloon with low pressure and successfully removed the device. The physician's attempt to cross the lesion with a non-bsc stent was unsuccessful and that stent also became elongated. The physician believes that the deformation of the stents was due to the severity of the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluation: only the stent was received for analysis. A visual and microscopic examination identified that the entire stent was severely misaligned & stretched and it is now 5.75mm in length. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).